Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP. The user alleged the device getting a white powder in the device coming into the mouth and nose. The user alleges the powder it is coming from the filter area and states it taste like power but not much of a smell "just powdery" the patient states they do not have the humidifier in use as it does not work. Further investigation is underway to assess the validity and potential causes of the reported issue. A follow-up report will be submitted when the manufacturer's investigation is complete